Event description:
Customer reported that he has had problems calibrating and continued to receive a "cant cal 1" 'cal failed 16" messages on his fs navigator cgm. Customer stated that due to his cgm "not working" he mistreated with insulin and lost consciousness. Customer then stated he ate food. No paramedics were called, no third-party medical intervention was required. No diagnosis was reported. Customer did not report any issues with the built-in glucose meter and did not report any reading results prior to the medical event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation and a final report will be submitted when the investigation is complete. Label copy instructs customers that the navigator continuous monitoring system results are not intended to replace traditional blood glucose results. Any adjustments to diabetes management must be based on blood glucose results only.